Event description:
The customer reported to olympus, the olympus distal cover fell off of the olympus duodenovideoscope in the patient's mouth during extraction. The distal cover was retrieved without injury. The issue was found during an endoscopic retrograde cholangiopancreatography (ercp) procedure. There was no report of patient injury or medical intervention associated with this event. Related patient identifiers: (B)(6) (single use distal cover).

Manufacturer narrative:
The device was not returned to olympus for evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device as the serial number was not shared however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and since the subject device was not returned for evaluation, a root cause could not be determined. However, the suggested event may have occurred due to the following factors: a) the cover was improperly attached. B) the cover had crack and/or pinhole. C) chemical solutions such as anti-fog agent adhered to the distal cover, which made the cover easy to break. D) the distal cover was damaged by pushing it diagonally when attaching to the device, which made the cover easy to break. E) the user applied load of friction to the distal cover by twisting, pushing, and pulling it in body cavity during inspection prior to use. A stress stronger than the one above was applied to the distal end during the procedure and the cover was further damaged. The following is included in the device instructions for use (IFU): important information ¿ please read before use: precautions: warning never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: caution do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. Damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: warning never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. 5 hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. 6 twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. 7 confirm that the single use distal cover is free of cracks or deformation. 3.4 inspection of accessories: inspection of the single use distal cover (maj-2315): warning should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Olympus will continue to monitor field performance for this device.